Event description:
It was reported that patient asked the physician to remove the product because it created a shocking sensation near the implant site. Patient symptoms were noted as shocking sensation, location was device pocket. Impedance testing and reprogramming had been performed. The patient had difficulty recently with shocking in the buttock region. Reprogramming was attempted but it did not fix the problem. The patient decided to have the device removed and was not interested in replacement implant. The device was explanted. Patient status at time of the reporting was noted as alive - no injury.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy155381h ) showed no anomaly found. Final analysis of lead model 3889-28 (lot # v535687 ) showed lead body conductor crushed ; no significant anomaly.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v535687, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3037, serial #(B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.